Event description:
The customer reported via phone call that she experienced high and low blood glucose and that the insulin pump was not working. The customer's blood glucose was 54 mg/dl, for which she treated with 4 glucose tablets. She stated that she previously had her trainer program the insulin pump and did not know how to program the device herself. She was assisted with programming various settings on the insulin pump per her request. She declined to troubleshoot for the low blood glucose, attributing it to stress. Her most recent blood glucose was 287 mg/dl, which she advised was high due to overcompensating for the previous low blood glucose event. She declined to troubleshoot for the high blood glucose, stating that she was programming a bolus to treat.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.